Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient who was treated to the flanks and upper and lower abdomen using the coolsculpting coolcurve plus applicator. The patient has been diagnosed with paradoxical hyperplasia. There is visible enlargement, with clear demarcation and bulging, seen in full abdomen and flanks. Patient has very firm, fibrous fat in his abdomen, flanks. The onset of symptoms was observed a few months after the procedure.

Event description:
Allergan aesthetics received a report of a patient who was treated to the flanks and upper and lower abdomen on (B)(6) 2015, (B)(6) 2015, and (B)(6) 2015 using the coolsculpting coolcurve plus applicators and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data: b5, d1, and d4.